Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect cardiac perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial perforation, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to <1. After removing the steerable guide catheter (sgc), a right to left shunt was observed due to an atrial perforation. The arterial perforation was closed with a closure device. The physician stated the perforation was possibly due to the high pressure in the right atrium, but this could not be confirmed. There was no clinically significant delay in the procedure. No additional information was provided.